Event description:
It was reported that the ventilator generated a communication error and there was no patient harm. During service to investigate this error, the ventilator failed internal leakage, pressure transducer, safety valve, flow transducer, and patient circuit tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer verified the reported communication error in the device logs and replaced the control cable according to the recommendation in the service manual. During the service, the ventilator also failed the pre-use check internal leakage, pressure transducer, safety valve, flow transducer, and patient circuit tests. He found that the expiratory channel printed circuit board (pcb) was malfunctioning. After replacement of the expiratory channel pcb and both pressure transducer pcbs, the ventilator passed all functional tests and was cleared for clinical use. No part was returned despite requests. The evaluation of received device logs shows a single occurrence of the reported technical communication error and an audible alarm error on 02/10/2020. This date will be used as the date of event. No other technical errors have been generated. Generated software warnings indicate a loose / bad panel cable. Neither the reported communication error nor the audible alarm will affect ventilation. Device logs were downloaded after software installation and do therefore not contain information about the replaced pcbs. A malfunctioning expiratory channel pcb may in some cases lead to stop of ventilation and a malfunctioning pressure transducer pcb may lead to high pressure. As no part was returned, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).